Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2026-0000824. Please refer to mfg report number 0000000-0000-00000 for all information for this complaint event. Please cancel mfg report number 2249723-2026-0000824 in your database.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was having battery charging issues while performing inspections on balloon. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2026-0000158. Please refer to mfg report number 2249723-2026-0000158 for all information for this complaint event. Please cancel mfg report number 2249723-2026-0000824 in your database.

Event description:
N/a.